Event description:
During procedure in cath lab, the pressure tubing burst. The broken tubing sprayed contrast across the room. No adverse consequences to lab personnel were reported. The device associated with this event was discarded by the hosp.